Event description:
Upon removal of endopath trocar, size 10/12 from abdomen, tech noted one of the tips from the trocar was missing. Trocar not x-ray detectable. Abdomen was searched with laparascope by surgeons extensively. Piece of trocar was not visible. Trocar sheath and reducers were examined throughly and trocar piece was not found.